Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿right up to her skin.¿ the reporter noted that the patient had a problem and had to lean when she sat down to watch tv or sat down to drive. It was noted that the ins ¿came up more¿ from under the ¿muscle¿ and that when the patient touched the skin around the ins, she could feel the whole outline. The reporter noted that the ins began moving in the prior year and that there was no known cause for the ins moving. The reporter stated that the patient had only lost about 8 pounds since implant. It was noted that the patient had so many surgeries and did not want another one. The reporter noted that the health care professional was monitoring the ins. It was further reported that the patient was still having concerns with her device or therapy but was working with her health care professional or manufacturing representative.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v885623, implanted: (B)(6) 2012, product type: lead. (B)(4).